Event description:
It was reported the top jaw broke off of the device. Additional product information was not available and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m90r56. The device was returned with the upper jaw detached and not returned and the iblade upper tip was slightly bent. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. No conclusion could be reach as to how the ceramic got damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.